Event description:
It was reported during a new lead implant the lead was unable to be inserted into the ipg header. As a result, the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
The reported event for set screw issue was confirmed. Analysis confirmed that the set screw for port 9-16 was flipped upside down and engaged; making the hex opening inaccessible. This is consistent with the set screw being backed out beyond its limits during the procedure. The prodigy clinician¿s manual, 37-5143, contains sufficient information concerning proper operation of the set screw. It states caution ¿do not loosen the setscrew in the connector more than a quarter turn at a time while trying to insert the lead. Retracting the setscrew too far can cause the setscrew to come loose and make the connector assembly unusable.¿